Event description:
It was reported the electrical generator's connection cable caused the generator to alarm with an e006 insufficient conductivity alarm. When the generator was restarted, a spark was seen where the cable connected to the resectoscope which caused a small burn to the user's hand. The issue occurred during a therapeutic prostate resection. The procedure was completed with a replacement cable. There was only a short procedural delay of less than 5 minutes. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction: d9 additional information: h6, h11 the device was not returned for evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the reported event was caused by heavy mechanical stress during use, damaging the cable. This can cause one or more of the cable's strands to break, which can lead to the reported issue. Olympus will continue to monitor field performance for this device.